Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump displayed the setup menu after the user inadvertently performed a factory reset, which stopped insulin dosing; blood glucose was 265 mg/dl, and the user completed the setup process with guidance, after which the pump resumed normal operation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information on any specific device component involvement, and the medical device problem remained insufficiently characterized beyond the confirmed user-initiated factory reset. It was concluded, based on previously established findings for similar reports, that the cause was not established.